Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer stated that her blood glucose value dropped down in the range of 30 mg/dl. Customer would eat a fruit, snacks or granola bar. She drank 32 oz and blood glucose value went up to 130 mg/dl. Customer refused to troubleshoot for low blood glucose value. Reservoir will not be returned for analysis.